Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test, and excessive no delivery test. The unit had a partially broken off reservoir tube lip and a missing reservoir tube o-ring; however, the test reservoir seated loosely in the reservoir tube. The unit also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer called to report that the reservoir collar was chipped and he tried to tape and glue pieces back on. The customer's blood glucose reading was unknown. The customer stated the damage had been occurring for the past 2 months. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced and to return their device back for analysis.